Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8583, lot# n297085, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
It was reported that the patient initially had back and trunk spasms following a pump implant 2012 (B)(6). Following the implant, the patient became so flaccid that he was taken by ambulance to the hospital to have the dose lowered. It was reported that the patient¿s oral baclofen was stopped due to overdose symptoms including increased flaccidity. The patient became uncomfortable after their oral baclofen was withheld. The patient experienced painful spasms. On 2012 (B)(6) the patient was doing ¿much better.¿ on 2012 (B)(6) the patient¿s legs were still flaccid, but his back was spasmin. The patient¿s dose was adjusted to a therapeutic level 2012 (B)(6) and their oral baclofen was reintroduced. It was later reported that nothing was found wrong with the patient¿s pump. The patient was last seen in (B)(6) 2012 and had been doing well.

Manufacturer narrative:
Product ID: 8731sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID: 8583 lot# n297085, implanted: 2012 (B)(6), product type accessory. (B)(4).

Event description:
It was further reported that the patient had a primary diagnosis of primary progressive multiple sclerosis (ms) prior to the pump implant. The patient had many symptoms but the most vexing was the spasticity that had ramped up at an alarming rate. No medication was successful in controlling the spasticity, including oral baclofen. The spasticity was mostly in the patient¿s legs but the spine had also become very spastic and weak. The patient¿s mobility was seriously impacted going from a scooter to wheelchair and then abed more much of the day. The patient was ¿convinced to take a leap of faith¿ after consulting with a number of specialists to try the pump. The patient was told he would be able to walk once the pump was regulated. However, reportedly, at no time was the patient or family told that the pump was not recommended for ms patients with progressive and unstable disease. Further, the pump caused ¿torment¿ for the patient. It was ¿impossible¿ to regulate the dose and get any relief from the spasticity in his spine. The patient¿s legs were ¿completely paralyzed, rendered useless from the baclofen dosage.¿ the patient did seek medical care from another surgeon and pain medicine physician. Reportedly, this patient¿s case was discussed further and confirmed that he was never a candidate for the pump. The patient suffered from the surgeries and the failure of the pump to alleviate his spasticity and the ongoing pain and weakness that rendered the patient to be bedridden and only able to lay on one side of his body. The family noted many ¿failures¿ from the initial information they received from the company and the lack of honest representation of the physicians in regards to the potential benefit to the patient from the pump. As a result, the patient ¿suffered needlessly¿ because of the diagnosis and ¿muddle, inconclusive, confusing, and varied¿ information. The patient and family were disappointed in all aspects and reportedly the patient felt the pump was the greatest mistake in treating his ms and spasticity.